Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleged unit has a burning. There was no report of patient harm or injury. The device was returned to a manufacturer investigation laboratory. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings dust like contamination, liquid spot with mineral deposit, and thermal damage found on the pca. Additionally, there were some technical findings like error code. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.